Event description:
Customer reportedly obtained results of 400mg/dl and 91mg/dl on the advantage system within 10 minutes. In an additional comparison within 10 minutes, the customer reportedly obtained results of 580mg/dl and 100mg/dl on the advantage system. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.